Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 259 mg/dl at the time of incident. Customer stated that the insulin pump esc button is not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and could not confirm time was advancing because time was not showing. The customer was advised to change battery and wait 3 minutes and display did not return. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.